Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a pt passed away on (B)(6) 2014. At 23:39:29 on (B)(6) 2014 asystole was detected. The pt received one inappropriate defibrillation at 23:40:25. Oversensing of small cardiac signal contributed to the false detection. The rhythm at the time of the treatment was asystole with intermittent cardiac activity at 10bpm. The post shock rhythm was bradycardia at 55 bpm. The response buttons were not pressed during the event. The device shutdown at 12:53:35 on (B)(6) 2014. There is no indication that the defibrillation event contributed to the pt death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07035908 and belt sn (B)(4) has been completed. Both monitor and belt were fully functional and able to detect and treat a pt. There is no evidence to suggest that the life/vest caused or contributed to the death. Monitor (B)(4), electrode belt (B)(4): manufacture date: 06/2014 - reuse.